Manufacturer narrative:
The user's authorized representative reported that the user had been hospitalized on (B)(6) 2026, due to abnormally low sodium levels. Follow-up calls confirmed that the user was improving and expected to be discharged. A review of the dms showed that the user was not using the system at the time of the event, with the last sync recorded on (B)(6) 2026. The case was closed after confirming the user's condition was improving and no further assistance was needed. The event was not related to the eversense system.

Event description:
Senseonics was made aware of an incident where a user reported a hospitalization event that occurred on (B)(6) 2026. The user reported abnormally low sodium levels in blood. At the time of the call. The user's authorized representative stated that the user is still hospitalized until further notice. The event was not related to the eversense system.